Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) replacement surgery as the device stopped working due to fluid loss in the reservoir. Upon explant, a hole was identified in the reservoir. There were no patient complications.